Event description:
The user facility reported that the cu product alerted the user of no air through the air/water channel which would prevent the proper functioning of the device. In addition, the facility indicated that two of the valves that were suspected to be the cause of the problem bore identical serial numbers despite being of differing design. There was no pt involvement.

Manufacturer narrative:
Additional info: upon investigation, it was determined that the user facility had been provided with the incorrect valves. The valves in question had not been properly manufactured by cu's component supplier. Although cu had identified this defect, they were accidentally sent to the user facility by the shipping department and deemed incorrect by the in-service technician at the facility site. Replacements were immediately sent with the correct part. Since this time, cu has conducted extensive work to improve its quality system and all shipping and in-service technicians have received training to prevent the recurrence of this failure.